Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 210.2 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient was tentatively scheduled for surgery on saturday, (B)(6). After confirming with the patient regarding surgery, oral baclofen was administered to supplement and patient¿s symptoms were improving. The patient shared with the rep the plan was to wait for dr. Wilson to return today/monday. When the hcp performed the troubleshooting in the or the rep asked the hcp today what the symptoms were and he simply said that they were mild baclofen withdrawal symptoms. The hcp thought it was an issue where the pump dose really needed to be increased. No extra details were given about if an environmental/external/patient factors that may have led or contributed to the issue. Csf was aspirated from the catheter access port showing catheter patency. Also, the hcp aspirated the current gablofen from the pump reservoir which measured the same as what the reservoir volume stated approx. 6.7 cc. The hcp determined pump functioning normal as well. The hcp made sure that the catheter was placed properly behind the pump and intact. He filled the pump with 20 ml of gablofen it was noted the issue was resolved.